Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese male patient had impella 5.0 pump inserted in the right axillary post-cardiotomy cardiogenic shock (pccs). It was reported the physician suspected the patient had developed hemolysis during impella support. Impella's position was verified via echo. The patient was administered concentrated red blood cells as treatment. No further information was provided